Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a symphion resecting device was used during a hysteroscopy polypectomy procedure performed on (B)(6) 2017. According to the complainant, when the device was taken out of the package during preparation, the cover of the actual device was already ripped and compromised the sterility of the device. The procedure was completed with another symphion resecting device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.